Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's step father reported via phone call that they experienced loose drive support cap. The customer's current blood glucose was 256 mg/dl. The customer stated that when he loaded the pump, the reservoir pushed back popping the bottom out. The customer stated that the drive support cap stuck out. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked and broken off end cap. The drive support disk was inspected and no anomaly was noted. No missing, worn or faded address serial label noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip. The insulin pump was missing the o-ring reservoir tube, the keypad overlay and the end cap sticker.